Event description:
An occlusion alarm was reported, but technical support could not verify the alarm number in the pump history. There was no reported impact to the customer's blood glucose level. Caller declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.